Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer is calling for meter high results. The customer's expected fasting blood glucose test result range is 100mg/dl-110 mg/dl. The customer is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer is testing once every other day (fasting) and is not on medication for diabetes. Customer control diabetes with diet and exercise. The customer has made recent changes in diet but no changes in exercise regimen or medication. The customer is storing the meter and test strips in the family room. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 120mg/dl and 134mg/d. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated on (B)(6) 2016 with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer is calling for meter high results. The customer's expected fasting blood glucose test result range is 100mg/dl-110 mg/dl. The customer is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer is testing once every other day (fasting) and is not on medication for diabetes. Customer control diabetes with diet and exercise. The customer has made recent changes in diet but no changes in exercise regimen or medication. The customer is storing the meter and test strips in the family room. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 120mg/dl and 134mg/dl. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.